Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm ran the k6, k6a, k7, k8 leak test with customer's luer plug and observed the value of the final test was elevated but still within factory specifications. The stm then ran the k6, k6a, k7, k8 leak test again with his own luer plug and observed all tests were good and instructed the customer to replace their luer plug. Subsequently, the stm ran a full calibration procedure and completed preventative maintenance (pm) on the iabp unit. All safety, functionality, and calibration checks were performed and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during preventative maintenance (pm) performed by the customer, the cs300 intra- aortic balloon pump (iabp) failed test #3 during the k6, k6a, k7, k8 leak test. There was no patient involvement and no adverse event was reported.